Event description:
It was reported to boston scientific corp that a y-port feeding adaptor was used during a percutaneous endoscopic gastrostomy (peg) procedure performed on (B)(6) 2009. According to the complainant, a hole was found in the feeding port. The port was temporarily repaired by using a plastic tube to cover the hole. The device was exchanged with another y-port feeding adaptor on (B)(6) 2009. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).